Event description:
It was reported that the original procedure was to treat endometriosis, described as an abdominal procedure. Pt experienced pain, nausea, vomiting, fever post op. A second surgery was performed in 8/2002, during which it is reported that symptoms consistent with chemical peritonitis were present. The pelvic inflammatory reaction reportedly also caused a small bowel obstruction. The pt has continued to experience pelvic pain and has been referred for further surgeries. According to the report, further adhesions also occurred and the pt has been unable to conceive.